Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on, 8/23/2019. Device evaluation: the lens was returned in its original box. Visual inspection using magnification was performed. The lens returned with damage such as curled, twisted. The condition observed is consistent with a lens that has been ¿explanted¿. The reported issue could not be verified. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Gender/sex: unknown, information not provided. If implanted, give date: unknown/not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 19.5 diopter lens was explanted due to the lens did not sit correctly in the patient¿s right eye. The incision was enlarged to remove the lens. No sutures were required. Reportedly there was no extra injury to the eye and the patient left the operating room in good condition. No further information was provided.